Manufacturer narrative:
Device evaluation of monitor sn  (B)(4) has been completed. The reported problem (response buttons non-functional) was confirmed. Upon investigation, the response buttons were not able to activate the monitor. As received, the rear response button 3.3v trace is measuring open. The cause of the non-functional response buttons is the damaged trace.  The root cause of the damaged trace cannot be positively identified.    No adverse events occurred from the damaged monitor.

Event description:
A us distributor reported that a monitor response buttons were not functioning.